Event description:
It was reported that there was an unqualified quality inspection. Further information found that failed self-test. There was no patient involvement reported. The customer evaluated the device and customer declined manufacturer's evaluation of the device. Although the customer declined the manufacturer's evaluation of the device, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.